Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) could not be interrogated. No beeping tones could be elicited with magnet application. The physician elected to explant the ICD.